Event description:
A physician reported that during an intraocular lens (iol) implant procedure, implant unfolded in the eye with ¿very significant¿ marks on the optics. ¿lens remains implanted in the patients eye. There was no patient harm. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product investigation could not identify a root cause for the reported complaint. The product was not returned. The lens remains implanted. The physician also indicated that the implant unfolded in the eye with ¿very significant¿ marks on the optics, ¿as if it had been manipulated with sharp clamps¿. It is unknown if qualified associated products were used with the lens. The IFU (instructions for use) instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol (intraocular lens) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The surgeon indicated that photos were not taken at the time of implant. The post implant follow-up appointment went well. The patient is satisfied, but the marks are still there. The surgeon didn't dilate the eye of the patient so as not to cause unnecessary panic, but the surgeon will do it at the next follow-up visit to take in situ photos of the iol. The surgeon indicated that company will be kept informed. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating patient was satisfied marks are still there.